Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss of stimulation. It was stated that they turned their therapy off by themselves at some point and began experiencing really bad symptoms as of (B)(6) 2016. However, when the patient turns therapy back on it causes them to pass out. The patient is taking medications, and noted that when they turned therapy back on (B)(6) they fell on the floor. It has been so bad for the patient that they had to go to the ER on (B)(6). During the call the patient attempted to turn therapy back on with a second patient programmer (pp) but had to turn it off because it was going to make them pass out. Indication for implant is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.